Event description:
The user facility reported that during a procedure the bulb of the surgical light turned blue and failed. A minor delay was reported as the user had to use portable lights to complete the procedure. No injuries were reported.

Manufacturer narrative:
The lighting system is designed to alternate between lamps and when one goes out the second one should replace it. The change over did not occur as the filament on the primary bulb burnt in half causing the filament to arc. This created a short in the system and caused the main fuse at the controller to blow, subsequently affecting both lights. The lamp subject of the reported event was 5 years old; the reported event is attributed to normal wear of the lamp which should be periodically replaced. The equipment manual states (pp. 5-7): "check lamp sockets and bulbs for deterioration (each inspection)."